Event description:
Additional information received reiterated that the fact that the patient was not getting relief from pain and the pain was getting worse. The reporter was unsure what the problem was, but the healthcare provider (hcp) did not seem to want to work with it. The patient was to be seen on (B)(6) 2014 to see if surgery could be done to eliminate the pain in the patient¿s neck. The pump was to be removed at the same time if it could. The reporter wondered why the pump was not working. The pump was currently delivering morphine (unknown). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
To the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump had not worked right for the patient and had pain in it since it was implanted. It was stated they were not getting any relief from the pain. It was reported the patient had pain at the implant site and could feel the "rubber, the tube that went through there." It was stated they could feel where it came up and kinked around. It was noted that all issues had been occurring since implant. It was noted the tubes were "all crooked," but the health care provider (hcp) would not look at it and stated that maybe a stitch came loose and it would just have to heal itself. It was noted the tube "stuck out." It was stated the patient was in as much pain as the day it was put in. The pump was used to deliver baclofen and hydromorphone. Additional information reported the baclofen was removed per the patient family request, and the patient was switched to oral baclofen. It was noted the patient was very thin and the connector could be felt under their skin lower back mid-line. It was noted there was no redness, swelling or breakdown. It was stated an x-ray was taken and was negative for the lower back on (B)(6) 2014. It was reported the activities for daily living was at 30% and the pain level relief was at 10%. It was reported it was working for hemoptysis, but the "valve was not closing, there was lung congestion and excessive coughing" that may have loosened the stitch in the back around the anchor. It was noted the patient refused to come into the office on (B)(6) 2014 to have a lower back area experiment. Patient outcome was not provided.